Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion that required pericardiocentesis and drain placement. There was a "moderate" pre-procedural pericardial effusion that was confirmed via intracardiac echocardiography (ice) using the soundstar catheter. There was no hemodynamic change and there was no indication of an issue during the procedure. However, post procedure the "moderate" effusion had grown in the right ventricle, which was confirmed via ice using the soundstar catheter. A pericardiocentesis was performed and 375 cc of fluid was removed. The drainage tube was left in place and the effusion was not present. It was noted that anesthesia did have to "support the blood pressure" during the procedure. The patient was reported to be stable but remained overnight for observation. Additional information was received. The physician had mentioned that possibly the cs caused the effusion to worsen, but did not state a known cause of worsening effusion. There was no evidence of steam pop. Drain was left in place when leaving the lab. Removed 240ml upon placement of the drain and pericardial effusion was minimal. Patient went to the intensive care unit (ICU) and the physician reported that the patient was doing well later in the day. The catheter exchange was thought to be 3-4 during the procedure. One transseptal puncture site was performed during the procedure with the boston scientific baylis nrg transseptal needle (nrg-e-hf-98-c1). Normal flow settings were used. No issue with flow rate change at the start of the ablation. Correct catheter settings were selected on the generator. No error messages observed on the biosense webster equipment during the procedure.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion that required pericardiocentesis, drain placement and went to the intensive care unit (ICU). The device evaluation details. The product was returned to johnson & johnson medtech (j&j) for evaluation on (B)(6) 2026. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).